Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer will swap out the pump head for one that is working. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A probable root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump's pump head was not functioning properly. The customer had to tape the clamp shut. The customer was advised to swap out the pump head. The customer advised that the technician switched the pump head from the working machine onto the one that did not work so well, however it still did not work. There were no reports of patient harm.